Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the ringed electrode has been completely detached with jagged edges on the remaining electrode legs. The temperature blue indicator is smudged around the spacer as well. The detached electrode has been returned with the device. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and despite detachment of the ringed electrode; plasma was created on the remaining electrodes legs. The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object. Other factors that could contribute to the detached electrode includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after working a few minutes with the paragon wand, a small metallic ring broke off from the tip of the wand, the surgeon removed the ring with a grasper. No patient injuries were reported. A backup device was available to complete the procedure.

Manufacturer narrative:
Initial reporter international zip code: (B)(6).

Event description:
It was reported that after working a few minutes with the paragon wand, a small metallic ring broke off from the tip of the wand, the surgeon removed the ring with a grasper. No procedure delay or patient injuries were reported. A backup device was available to complete the procedure.